Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation that seemed to be worse when he took insulin for his blood sugar. The patient's physician advised the patient to continuse use lifevest, but to remove it to allow the irritation to heal. Follow up indicated the irritation was healing.